Event description:
It was reported that the right atrial (ra) lead did not capture even at maximum output. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Lead was destructively analyzed. No anomalies could be attributed to the complaint at this time. Products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 693565 implantable tachy lead 2012 (B)(6). (B)(4).